Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017 during dialysis catheter placement, when the dilator passed, there was perforation of the central vein resulting in hemothorax. This resulted in chest drainage, cardiopulmonary resuscitation, and prolonged hospitalization in an intensive care unit. The patient is currently stable still within the hospital.